Manufacturer narrative:
A replacement computer was sent to the site for issue resolution. Suspect computer has not been received for further evaluation.

Event description:
A medtronic clinical specialist (cs) called to report that the software was becoming unresponsive when they were loading exams and trying to make plans in the software. After rebooting they are received no input on the screens. This was reported outside of a case. No patient present.

Manufacturer narrative:
The computer for the navigation system was returned to the manufacturer for analysis indicating that the computer was replaced. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.